Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "breast implants has started to leak¿, ¿leaking implants resulted in injury¿, ¿pain¿, ¿hard¿, ¿swollen¿, ¿pain is a tugging¿, ¿stabbing pain¿, ¿pain extends to both armpits¿, ¿most pain at night¿, and ¿anxious about the risks" for unknown side. The device has been explanted.

Event description:
The patient's representative reported a device rupture and implant pain. The patient's breasts are hard and swollen and the patient is very anxious about the risks. The device has been explanted. The record relates to an unknown side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, a curved opening on anterior, an extended opening on posterior, and brown particles on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior, a striated opening on anterior, and non-penetrating nick striated on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. Nick striated on anterior assessed as surgical tool scratch like.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants has started to leak.¿

Event description:
Patient representative reported "breast implants has started to leak¿, ¿leaking implants resulted in injury¿, ¿pain¿, ¿hard¿, ¿swollen¿, ¿pain is a tugging¿, ¿stabbing pain¿, ¿pain extends to both armpits¿, ¿most pain at night¿, and ¿anxious about the risks." Device remains implanted. This record is for an unknown side.